Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion during therapy of oxytocin (30units/500ml normal saline) when the line was clamped above the pump. The event occurred in the delivery room. There was no known patient injury or medical intervention associated with this event. No additional information is available.